Event description:
It was reported that the patient received inappropriate atp therapy due to svt. The therapy was delivered according to device programming. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.